Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a critical pump error alarm on the insulin pump. There was no water damage on the device. There was no physical damaged visible on the device. The customer¿s blood glucose level was 8.1 mmol/l. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify critical pump error (open book image) alarm due to display anomaly. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.